Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced unexpected restart alarm, signal too low alarm and iop test failure. The customer's blood glucose value was 148 mg/dl. The customer stated that there is a black circle with a black dot on the pump. The customer stated that the keypad was not responding. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The product was not returned for analysis.